Manufacturer narrative:
(B)(4). The carefusion field service representative evaluated the unit and found the exhaled flow sensor to be missing o-rings and the cover plate. The parts were replaced an the operational verification procedure was ran and the unit was placed back into service.

Event description:
The customer stated that this unit has no flows. The unit is set at 12 but is reading 39. There is possibly a leak and the unit is auto cycling. There was not patient involvement at the time of the incident.